Manufacturer narrative:
(B)(4): evaluation revealed that the ok and up arrow keypad symbols were worn off but the keypad rubber was intact. Evaluation revealed that the ok, up and down arrow keypad buttons were intermittently unresponsive and the ok keypad button responded appropriately. There was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a scratched, discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2012, the reporter contacted the animas corporation and claimed the keypad buttons were intermittently responsive and hard to push. The patient reportedly wore the pump exterior to garment and did not clean it. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.